Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at omsc. Omsc checked the subject device and found that the reported phenomenon could not be duplicated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, omsc presumed that the reported phenomenon was attributed to the following. The reported phenomenon might be attributed to the temporary unstable image output signal due to the deterioration of the electrical circuit board by long-term use because there was no repair record for seven years and three months. The reported phenomenon might be attributed to the temporary unstable electrical contact because there were scratches, impact mark and deformation on the electrical connector of the subject device. The reported phenomenon might be attributed to the temporary unstable electrical contacts in the electrical circuit of the ccd unit because there were scratches, impact mark and deformation on the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was inspected at olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could not be duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that after the unspecified procedure was started, the abnormal endoscopic image was displayed (the endoscopic image was not displayed with vertical lines). Next day, the facility medical engineer checked the subject device, same abnormal endoscopic image was displayed sporadically. The facility medical engineer connected another endoscope to the video system center, the endoscopic image was normal. There was no abnormality on the electrical contacts of the subject device and the video system center. During the checking, the endoscopic image became abnormal continuously. Then normal endoscopic image was never displayed even the power was cycled and/or the subject device was reconnected. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.